Event description:
During a code a staff member obtained a resuscitator from a 'crash' cart for use and observed mask missing from polybag. Another resuscitator was obtained from 'crash' cart and pt was resuscitated. No reported harm to pt.